Event description:
It was reported that during a laparoscopic left sided hemicolectomy procedure, a massive leak from both trocars, devices discarded. It is unknown if another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as whistling or hissing? No information available. If so, did the noise prevent insufflation? Please describe the noise. No information available. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? More than they expected. No information about how much gas. Were you able to identify where the leak was coming from? No information available. Was a device inserted in the trocar during the leaking? If so, what device? No information available. Was any torque being applied to the trocar or device? No information available.